Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, gradual rise of shock and pacing impedances. It was noted that the shock impedances were high out of range measuring greater than 125 ohms and the pacing impedances where high within normal limits. Fluoroscopy was performed and no evidence of lead fracture or lead integrity was observed. The physician believes that the gradual rise in shock and pacing impedances may have been due to calcium build up on the lead. A lead revision procedure was performed, this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.